Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-mar-21. It was reported that a dye study was performed due to increased spasticity, but it was determined that no leak or occlusion was found in the catheter. The spasticity was believed to be related to a change in oral medications.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg at a dose rate of 250.4 mcg via an implantable pump for intractable spasticity. It was reported that the patient had a large collection of fluid on their right abdomen at the pocket site. It was noted that the patient also stated she had been having headaches and nausea since (B)(6) 2019. The patient had a procedure on (B)(6) 2019 to have a blood patch placed for cerebrospinal fluid (csf) leak and the catheter got nicked during the procedure. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the procedure to place the blood patch caused the nick in the patient¿s catheter. On (B)(6) 2019 a dye study was performed, and they determined a leak in the catheter on the spinal side, but the exact location was unknown. The entire catheter was replaced. It was unknown if the issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but would not be made available. No further patient complications have been reported as a result of this event.